Event description:
Medical records were received for review. The s3u tavr procedure went well, with trivial aortic insufficiency (pvl), no periaortic hematoma, and no pericardial effusion. The patient tolerated it well. Moderate pvl was noted on pod 16. Approximately 1.5 months post tavr the pvl was now noted as mild, both along the septum and the anterior mitral leaflet. Then, approximately 2 months post tavr, 2 pv leaks were observed. Hemolytic anemia was noted, caused by the pvl. There was no improvement of their hemolysis labs in many months and therefore the decision was made to attempt to try and treat the pvl with a second valve specifically because the first valve appears to be slightly aortic in nature. Under general anesthesia, a viv (26mm s3 in a thv valve) was implanted in the aortic position via right femoral approach. The valve was deployed without difficulty. An intra-op tte showed good position of the valve with no significant insufficiency, no perivalvular hematoma, no pericardial effusion. Perivalvular insufficiency has been reduced from moderate to trace.

Manufacturer narrative:
Added info to b.5 and b.7. Corrected h.6 health effect, investigation findings, and investigation conclusion codes. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The exact cause of the worsening pvl is unknown but may be due to the mechanisms described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
A DHR review was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event.

Manufacturer narrative:
Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. With the limited information provided, the cause of the regurgitation is unknown but may be due to the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, approximately 4 months post successful tavr the patient presented with moderate ao and severe hemolysis. The site has performed another CT and a tavr in tavr was performed.